Event description:
The user facility reported that after a sterilization cycle aborted an employee was removing instruments from the sterilizer and felt a burning sensation on his hands. The employee rinsed his hands under water and observed that his finger tips were white. The employee then went to the ER but was unable to be seen. He returned to work and is fine; no additional medical treatment was sought or administered. No procedural delays were reported however the user facility would not disclose if procedure cancellations occurred due to the reported event.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the sv4 valve had malfunctioned. The technician replaced the sv4 valve and confirmed the sterilizer to be operating properly. No additional issues have been reported. The technician stated that the employee subject of the reported event was not wearing proper ppe, specifically gloves. The operator manual states (pp. 6-11), "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when removing items from the sterilization unit after a cycle has been aborted." The operator manual further states (pp.6-11), "any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." While onsite the technician advised user facility personnel the importance of wearing properly ppe.